Event description:
An unresponsive pt was transported to the emergency dept by fire rescue. Intravenous access had been obtained on the right antecubital area with #18 angiocath prior to the pt's arrival. The emergency dept assessment revealed that, the pt had a heroine overdose. In preparation for discharge, the emergency dept nurse discontinued the IV, and discovered that the catheter had broken off. The ed physician was notified. A 0.5cm incision was made and the angiocath was removed. A figure 8 stitch and pressure dressing was applied. Subsequently, the pt was then discharged on the same day.